Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 7/29/2025, the user reported that the device screen was cracked and the touchscreen was inaccessible, preventing interaction with the pump. The user did not know how the damage occurred. A replacement device was arranged. The user¿s blood glucose was not affected. No external medical intervention was required, and no caregiver assistance was involved.